Manufacturer narrative:
(B)(4). Serious injury box was inadvertently not checked on the supplemental MDR submitted on 2015-12-04.

Event description:
Additional information was received that the lead had dislodged and slipped downwards prior to explant.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular defibrillation coil was beyond the expected lower range.

Event description:
Additional information was received that the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that an alert was received indicating the high voltage lead impedance measurement was low. An intervention is planned but has not yet taken place. The available information suggests the lead remains in use. No patient complications have been reported as a result of this event.